Event description:
It was reported that this patient was admitted to the hospital due to multiple shocks received from this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for additional information was needed. It was noted that the 1st treated episode after the 5th shock delivered, ventricular tachycardia (vt) was still running and the device detected the ventricular tachycardia (vt) beats as sensing beats. In the third treated episode which started 14 minutes after the 1st episode, asystole was noted and there was one episode in between which disabled smartpass and the physician wanted to know what occurred in these 14 minutes. It was noted that the device was in the primary sensing vector however the qrs was detected as noise signal. Finally, it was noted that cardiopulmonary resuscitation was started two minutes after the last treated episode. Analysis of this case was pending. No additional adverse patient effects were reported. Reference report (B)(4) for any additional information as the model/serial of this case was updated to (B)(6).

Manufacturer narrative:
This report is being filed to correct the expiration date.

Event description:
It was reported that this patient was admitted to the hospital due to multiple shocks received from this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for additional information was needed. It was noted that the 1st treated episode after the 5th shock delivered, ventricular tachycardia (vt) was still running and the device detected the ventricular tachycardia (vt) beats as sensing beats. In the third treated episode which started 14 minutes after the 1st episode, asystole was noted and there was one episode in between which disabled smartpass and the physician wanted to know what occurred in these 14 minutes. It was noted that the device was in the primary sensing vector however the qrs was detected as noise signal. Finally, it was noted that cardiopulmonary resuscitation was started two minutes after the last treated episode. Analysis of this case was pending. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the device codes and patient codes.

Event description:
It was reported that this patient was admitted to the hospital due to multiple shocks received from this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for additional information was needed. It was noted that the 1st treated episode after the 5th shock delivered, ventricular tachycardia (vt) was still running and the device detected the ventricular tachycardia (vt) beats as sensing beats. In the third treated episode which started 14 minutes after the 1st episode, asystole was noted and there was one episode in between which disabled smartpass and the physician wanted to know what occurred in these 14 minutes. It was noted that the device was in the primary sensing vector however the qrs was detected as noise signal. Finally, it was noted that cardiopulmonary resuscitation was started two minutes after the last treated episode. Analysis of this case was pending. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the expiration date.

Event description:
It was reported that this patient was admitted to the hospital due to multiple shocks received from this subcutaneous implantable cardioverter defibrillator (s-ICD). A request for additional information was needed. It was noted that the 1st treated episode after the 5th shock delivered, ventricular tachycardia (vt) was still running and the device detected the ventricular tachycardia (vt) beats as sensing beats. In the third treated episode which started 14 minutes after the 1st episode, asystole was noted and there was one episode in between which disabled smartpass and the physician wanted to know what occurred in these 14 minutes. It was noted that the device was in the primary sensing vector however the qrs was detected as noise signal. Finally, it was noted that cardiopulmonary resuscitation was started two minutes after the last treated episode. Analysis of this case was pending. No additional adverse patient effects were reported.